Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-04321. Ref MFR report: 1627487-2013-04322. It was reported the pt had experienced heating at the ipg site while using the charging system. A replacement charging system was sent to the pt. F/u identified the pt received the new charging system. It was reported the new charging system communicated with the ipg and the heating issue was resolved.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.